Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of erosion is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion and was unable to activate the device. The erosion was reported to have occurred following emergency catheter placement. A surgical procedure was performed in which the device was removed and replaced. There were no further patient complications reported.